Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm determined the cardiosave was not autofilling due to a failing pneumatic interface module (pim). The stm removed and replaced the pim module. The iabp's measurements were back within specification. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.